Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported that the screen was intermittently turning blank during a procedure. The customer had to reboot the system in order to regain system functionality. There is no report of patient injury associated with this event.